Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further examination of the device's interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Plus there was rust on the inside of the motor end cap. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.